Event description:
Medtronic physio-control is investigating a short circuit in a charge pak flex assembly found during the manufacturing process. A short in the charge pak flex assembly could prevent the unit from turning on/off or deplete the internal battery. There have been no related failures of distributed devices.